Event description:
It was reported that a right hemicolectomy was performed 2006. During the procedure, on the second firing, the device fired locked out. Another was used to complete the procedure. There was no patient consequence. The patient was discharged home. Ten days post operatively, the patient presented to the ER in septic shock. A reoperation was performed to repair an anastomotic leak in the ascending colon. It was not determined what contributed to the post operative leak. The patient remains in the hospital.

Manufacturer narrative:
Info anticipated, but unavailable at this time.